Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pocket revision due to potential device erosion. During procedure, the right atrial and right ventricular leads exhibited loss of capture and noise upon manipulation. Insulation anomaly was noted on both leads. The leads were capped and the pulse generator was remained implanted on (B)(6) 2018. The patient was stable throughout the event.